Event description:
It was reported that the patient experienced a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. Transeptal access was successfully obtained; however, significant difficulty was encountered advancing the intracardiac echocardiography (ice) catheter across the septum due to scar tissue. Transesophageal echocardiogram (tee) imaging was temporarily unavailable, and there was extensive manipulation with multiple sheaths and ultimately two transeptal punctures. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed, but determined to be too long, resulting in two recaptures. Before a smaller closure device could be inserted, a pericardial effusion with cardiac tamponade was identified. The physician performed a pericardiocentesis to treat the effusion and the patient was admitted to the intensive care unit for monitoring.